Manufacturer narrative:
On 13 nov 2023 cynosure clinical was informed that patient went to the ER. Patient was given over the counter aloe as preventative medication. Patient was also instructed to keep hand immobile for 2 weeks as intervention, ice 2-3 times daily, and take ibuprofen as needed. During investigation, it was confirmed that the device was not operating on a dedicated circuit which contributed to the handpiece issue and possible damage. Labeling instructs, "do not use the handpiece if it has been dropped, damaged or submerged in fluid. Inspect the handpiece for damage and cleanliness. Do not use if there is any damage to the handpiece window." The appearance of the error message is an expected system response that prevents further operation of the device and informs the user to seek assistance from technical support/service. The device history record confirms that the product passed and met all requirements before releasing. As an abundance of caution, a replacement handpiece was sent. Root cause is unknown since the handpiece has not yet been returned for evaluation and labeling guidelines were not followed. Burns are expected side effects from such treatments, however this event is reportable because the patient received medical intervention.

Event description:
It was reported that error code 064 appeared during an icon treatment followed by a loud pop from the max r handpiece and then icon shut down. Site reported a burn occurred when the handpiece popped. Icon was restarted and error code 068 then appeared.